Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unintended motion was observed as a needle to cuff miss. Based on the reported information and returned device condition, it appears that the plunger was inadvertently pulled prior to fully depressing (step #2) the plunger. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 7f sheath. Reportedly, after foot deployment and positioning the device against the vessel wall, the plunger became dislocated [unintended system motion]. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.